Event description:
A customer reported folate api proficiency has failed multiple times on the aia-900 analyzer. A field service engineer (fse) was dispatched to further investigate the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the proficiency report. The fse checked the sample nozzle and found serum build up on the nozzle tip causing a poor seal with the tip as well as a partial clog in the sample nozzle. The fse cleaned the serum from the nozzle and cleared the partial clog. Fse verified the nozzle had no leaks and validated the analyzer by running quality control (qc) with results within range. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The st folate analyte application manual states the following: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported failed api sample was likely caused by failure to maintain the sample nozzle.